Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). A consumer reported that the patient saw the healthcare professional (hcp) on mar-06 who turned the implant on, and since then the patient has had two seizures and no mobility in the feet. As a result of this the hcp told them to turn the implant off. Assistance was given and the patient was able to successfully turn off the implant, with the patient programmer (pp) showing as off/ok. No further complications are anticipated. The patient's indication for implant is movement disorders.